Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels and correction boluses were delivered to address the bg level. The cause of the high bg was not known; however the customer thought it may have been due to stress. Tandem technical recommended that the customer discuss the event with a healthcare provider.